Event description:
During gastric bypass surgery the ethicon hand-activated 5mm curved shears harmonic scalpel broke while inside the pt. No harm occurred to the pt. The device was sequestered and a replacement was provided to the surgeon. The procedure was completed.